Event description:
The customer reported that an 840 ventilator had an inoperable display. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb)s. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).